Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed the motor was noisy and heats up the unit. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that device won't oscillate. A backup device was available to complete the procedure with no delay or patient injuries.

Event description:
It was reported that device won't oscillate. According to product evaluation the device got overheated. A backup device was available to complete the procedure with no delay or patient injuries.